Event description:
(B)(4) clinical study. Same patient as MDR ID# 2134265-2012-01479. It was reported that during a percutaneous coronary intervention procedure, slow filling of the artery occurred. In (B)(6) 2008, the patient presented with intermittent chest pain and shortness of breath with an abnormal stress test. An EKG revealed sinus tachycardia and nonspecific st changes. Cardiac catheterization was recommended which revealed a 80% stenosed target lesion located in the mid left anterior descending artery. The lesion was 15 mm long with a reference vessel diameter of 3.5 mm and treated with pre-dilatation of a 3.00 x 9.00 mm maverick balloon resulting in mild, slow filling of the distal artery. This was treated with intracoronary nicardipine. Subsequently, the lesion was pre-dilated with a 3.50 x 15 mm maverick balloon and placement of a 3.5 x 20 mm study stent. Following post dilatation residual stenosis was 0%. In addition, a non-target lesion, located in the mid right coronary artery, was treated with balloon angioplasty. The patient was discharged on aspirin and clopidogrel, the following day.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).